Event description:
It was reported that after the implant procedure an atrial ventricular node ablation was performed without complication. Approximately 20 minutes later, while the patient was being moved to a hospital bed, the patient was not breathing normally and the electrocardiogram showed asystole. The patient was brought back to the operating room and the device was interrogated and the output of the leads was adjusted, but acceptable capture could not be obtained. The physician then decided to open up the patient to test the leads independently and to ensure the leads were connected securely. The testing was acceptable and the leads were connected securely. The physician proceeded to close the patient. As the patient was waking up, the patient again went into asystole. The leads were tested again and the right ventricular lead threshold was very high.

Manufacturer narrative:
It was then decided the device must be "defective" and it was removed and replaced. After device replacement, the patient was awakened and there were no further episodes of asystole. There was intermittent loss of capture on the left ventricular lead after the device was replaced. The leads remain in use. No further patient complications have been reported as a result of this event. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. No anomalies were found.